Event description:
It was reported that the rv (right ventricular) lead showed high rv pacing threshold. The pace/sense portion of the lead was capped and replaced with a new pace sense lead. The high voltage portion of the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the data revealed one episode of oversensing where vf (ventricular fibrillation) equaled 200 ms average v-cycle on (B)(4) 2012 11:26:42.